Event description:
It was reported that a spectrum infusion pump was falsely alarming downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "false 'downstream occlusion' alarms", but confirmed it through review of the event history log. The device was operating within specification in relation to the reported symptom. The downstream sensor was recalibrated to ensure proper functioning.